Manufacturer narrative:
Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during inspection while in surgery at the user facility, the footed attachment 16 mm foot was found to be bent, which can cause damage to the dura. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.